Event description:
The report indicated that the customer's bg's rose sharply (to 360mg/dl) within three hours of activating a new pod. Approximately ten minutes prior to administering a bolus, the pod initiated an occlusion alarm though no kink or blood was seen in th cannula. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.